Event description:
It was observed that during the device evaluation, the subject device exhibited e105 illumination lamp failure error code, e107 illumination light intensity failure error code, failure of light-emitting diode, screw peeling and damaged printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e105 illumination lamp failure and e107 illumination light intensity failure error was caused by light-emitting diode unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.